Event description:
It was reported that during a breast biopsy, it was impossible to get good samples although the vacuum was good. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/22/2007. Info anticipated, but unavailable at this time.